Event description:
It was reported that restenosis occurred after implanting the zeta stent. The original implant date is unknown and it is unknown if the restenosis was treated. Additional information is not available; therefore, in the absence of that information, it will be assumed that additional medical intervention was used to treat the injury.